Manufacturer narrative:
Concomitant therapies: juvederm vista volux xc. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 2cc juvederm® volux¿ xc, 3cc juvederm® vista voluma¿ xc, and 1.4cc juvederm® volift® xc. Patient was concomitantly injected with botox®. Five months later, patient reported uncomfortable feeling in lower jaw (jw4). A biopsy revealed a granuloma due to hyaluronic acid injection. Patient was treated by removing the filler. Symptom did not lead to a permanent damage. Symptoms improved but has not completely resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03070 (allergan complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvederm® volift® xc.